Event description:
The technician alleged the side rail is not locking in the up position. No pt impact.

Manufacturer narrative:
The technician replaced the side rail latch bushing, roller guide, washer and screw to resolve the issue.